Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. A patient experienced ineffective therapy was reported to abbott. As a result, the entire system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4) serial: (B)(4) batch: a000118781

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted.